Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the dragonfly optis imaging catheter was unable to connect to the system during preparation and the device was found to be contaminated. An error message "connection failure" was displayed. Another dragonfly optis imaging catheter was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the guide wire exit notch was torn.

Event description:
Subsequent to the previously filed report, additional information was received: the reported contamination was confirmed that to have been caused by the nurse during the return process.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported communication problem was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem appears to be related to circumstances of the procedure. The returned device was noted to be broken, which resulted in the reported communication problem. In this case, it is likely that the optical fiber break was caused by the use or handling techniques employed. It was also observed that the guidewire exit notch was stretched and torn, which is consistent with removal difficulties from the guidewire, or excess force applied during removal; however, the observed damage is unrelated to the reported communication problem. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2895 was removed.